Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a pedicle screw was broken. X-ray confirms screw breakage. A revision is planned to remove the broken screw. No further details are known at this time.

Manufacturer narrative:
A review of radiographic images show several lateral x-rays of a construct from l4 to the sacrum. There is a grade one spondylolisthesis at l4. One of the s1 screws has broken within the pedicle. S1 screws were not upsized and no anterior column support (plif, tlif or alif) was provided to relieve lumbosacral stress. This placed the construct at high risk for failure.